Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported she took compact plus meter to compare to lab in doctor's office. Result on meter was 45 mg/dl, lab was 180 mg/dl, samples obtained at the same time. A request was made for the return of the meter and strips, replacement strips sent.